Event description:
On (B)(6) 2023 fresenius became aware of a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2022 due to an unspecified infection. No additional information was provided during intake. During follow-up the patient¿s spouse, and pd registered nurse (pdrn) confirmed the patient was hospitalized due to peritonitis and deconditioning. The pdrn reported the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) antibiotics (drug, dose, frequency, duration unavailable). The patient¿s peritoneal effluent culture result returned positive (results unavailable), and the patient¿s antibiotics were continued. The patient was discharged to a rehabilitation facility on (B)(6) 2023 in stable condition and is recovering from the events. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s); however, the exact etiology of the peritonitis is currently unknown. The patient continues to undergo ccpd therapy and remains at the rehabilitation facility for strength training. The patient is recovering from the events and following discharge the patient will resume utilizing the same liberty select cycler as before the serious adverse events occurred.